Event description:
It was reported that there was damage to the device packaging. The device potentially had a micro puncture in the internal packing of the sterile product, although there was no obvious puncture. The device was not used on a patient. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.